Manufacturer narrative:
Pt weight not available from site. The initial report was received on (B)(6) 2011 and found to be a non-reportable malfunction based on the info available. On 03/23/2011, new info was available through evaluation of the returned device and the decision was changed to a reportable malfunction. The returned product did not meet specifications. The device was confirmed to have seized and was directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that while in a spine surgery, there was an issue with the apt (awl/probe/tap) that would not back out the screw. The apt was removed and the egg handle was used to remove the tap. The surgery was completed with the use of the stealthstation. There was no impact on the pt outcome.